Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter; occurred during a laparoscopic lobectomy procedure. The stapling device was being fired on the lobe. During firing, the surgeon felt resistance and the stapler made a noise. The device was unable to continue firing. The surgeon was able to press the green button but was not able to squeeze the handle. The jaws of the device locked onto the tissue. When the handle broke, the jaws opened themselves and were removed from the tissue. There was no patient injury.